Manufacturer narrative:
Burn type/severity: not defined by hospital. Unit not returned for internal evaluation. Additional information will be provided as received from hospital and post internal evaluation of device. A witness to the event reported insufflator malfunction during vein harvesting. Operation room staff bypassed the insufflator and connected existing insufflation tubing directly to the co2 tank. Shortly thereafter, the surgeon reported that the co2 had adversely affected the patient's heart. Common medical practice would have required administration of vasopressor drugs which cause severe peripheral vasoconstriction. Hotdog warming is contraindicated for use with patients with ischemic or non-perfused limbs. Warming, however, was not discontinued. Company requested additional information from hospital: return of the device for internal evaluation; details of injury, photos (at the time of injury and thereafter), specific location, severity and dimensions; details regarding care given to patient after the incident (debridement, skin grafts, etc.); list of other electrical equipment used during surgery: ECG, electrosurgical devices, grounding pads, etc.; description of what occurred during surgery regarding the malfunction of the co2 insufflator and the decision to insufflate directly from the co2 tank, bypassing the insufflator; list and dosage of any "vasopressor" drugs or other drugs causing vasoconstriction administered during the resusitation from the co2 embolus; a list and dosage of any "pressor" drugs or other drugs causing vasoconstriction administered during the rest of the procedure, including the reason for their use; confirmation that use of hotdog warming continued after the administration of the vasoconstrictive drugs.

Event description:
(B)(4).